Manufacturer narrative:
A philips service engineer (se) traced the reported issue to a faulty touchscreen assembly. The se replaced the touchscreen assembly to resolve the reported issue. The device passed performance verification testing.

Manufacturer narrative:
The touchscreen was returned for evaluation. All electrical testing was found to be within specification. However, the scroll button of the waveform graph(s) on the left side of the touch panel was faulty. This failure was caused by the manufacturing process leaving dead spots on the screen. Upon further review, the reported failure occurred while the unit was not in use on a patient. Therefore, it no longer meets reporting requirements.

Manufacturer narrative:
Report date: 02sep2021. (B)(6).

Event description:
It was reported to philips that the device had a faulty touchscreen. The device was not in clinical use at the time of the event. There was no report of patient or user harm.